Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Tachycardia therapies were disabled to avoid inappropriate therapies. The rv lead was capped (B)(6) 2025 and replaced. There were no patient consequences and no complications. The patient was discharged.